Manufacturer narrative:
Upn: the complainant was unable to report the exact upn, the autotome rx sphincterotome was reported to be a dreamtome device. Lot: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome device was used in the bile duct during an ercp with cholangioscopy and ehl was performed on (B)(6) 2017. According to the complainant, following a stent removal, an ercp with cholangioscopy and ehl was performed. A dreamtome was then used to perform cannulation for a deep biliary stone removal. Reportedly, the case ended well, however post procedure, a perforation was found in the bile duct. According to the physician, the ehl portion of the procedure was not the cause of the perforation. A follow-up ercp was performed and a wallflex fully covered metal stent was placed. The patient's current condition is stable and is doing well.